Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted and removed during the same procedure. That when the lens inserted into patient¿s right eye a dot/protein was noticed on the lens which the doctor tried to irrigate with saline and could not be removed. The customer stated that the lens inspected prior to loading into the cartridge and the spot was noticed as it was being inserted, so the physician decided to remove the lens. Another johnson & johnson lens with the same model and diopter was used as a replacement. The issue did not interfere with daily activities of the patient and no visual impact issues reported. There were no medical or surgical interventions required or planned. The patient is fine, and no injury reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 7, 2023. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received with no alleged foreign material on the lens (inspected with black and white background). The lens insert that the lens was received inside of was inspected as well and the alleged material could not be found. The complaint issue foreign material - embedded could not be confirmed during product evaluation, and no issues were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.